Event description:
Hill-rom versacare p500 mattress causing interference with left ventricular assist device. This left ventricular assist device (lvad) patient was admitted to the moultrie suite and placed on a hill-rom versacare p500 bed due to his height. During the evening of (B)(6) 2024, the patient started having multiple different lvad alarms including "low flow", "high power", "lvad pump stop", "low speed". These are all very critical alarms and the patient reported feeling bubbling in his abdomen, and nursing staff reported hearing abnormal hums coming from the patient's chest. After consulting with the engineers from abbott who makes the patient's heartmate3 lvad and sending them event long files from the device, a controller change was completed which initially resolved the alarms/events, but within a few minutes, the alarms reoccurred. After consulting with the engineer further, it was discovered the patient's bed may be causing interference similar to an electrostatic discharge that can cause the left ventricular assist device pump to stop and restart. The patient was moved from the bed into a chair and the alarms decreased but still occurred. On (B)(6) 2024, the hill-rom versacare p500 bed was removed from the patient's room and all alarms/events stopped. The engineers from abbott have reported this has happened with other bed surfaces in the past. The engineers who read the left ventricular assist device event log files reported this patient's left ventricular assist device was stopping and having difficulty restarting. Reference report: mw5155104.